Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6) 2006," a sparc was implanted to treat for "pelvic organ prolapse and/or urinary incontinence." Plaintiff's attorney has alleged that, "after, and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery," chronic pain, and recurrent incontinence. It was reported that "on or about (B)(6) 2010, plaintiff required additional surgery," due to the pelvic mesh. Also alleged, "as a result, has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and other damages.